Event description:
During device evaluation, the baxter service technician reported an infusor pump which went into a constant alarm when attempting to run the device. This event may have caused an interruption of delivery. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. Visual inspection and functional tests were performed. Device evaluation found and confirmed the condition of a constant alarm and determined the root cause to be a separated motor. This device was returned unrepaired due to estimate refusal by the customer. A follow up report will be submitted if additional information becomes available.